Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 128 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2017 with the following findings: there were multiple replace batter alarms observed at the end of the black box history. The battery voltage was not low at the time of the events. No alarms were observed during testing. The battery compartment was found to be cracked. Corrosion was observed in the battery compartment. Moisture damage was found on the printed circuit board. The display screen was dim and discolored.